Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2017-jan-20. It was reported that the patient experienced periodic episodes of increased spasticity, itching, hard to arouse, hard to keep eyes open, sleepy, somnolence, dizziness, slurred speech, weakness, dysarthria, difficulty breathing, a whooshing sound in the ears (pulsatile tinnitus) since (B)(6) 2016 and had never had much benefit from the pump. The patient went to the ER in mid (B)(6) 2016 due to some of theses symptoms. The hcp was not sure of the etiology of the dizziness an the pulsatile tinnitus and discussed checking for anemia, thyroid, and considered a cerebrospinal fluid leak as a possibility. The hcp continued to wonder about these symptoms being pump related such as intermittent overdose type symptoms. The hcp was encouraged that the patient saw some benefit from the last pump increase, though it may be causing some toxicity symptoms. As an intervention the rate of baclofen had been decreased with plans to continue to decrease the rate and consideration of pump exploration vs. Removal. The patient may have been experiencing catheter related complications with their implanted device. There was concerns for possible baclofen pump malfunction. Because of the symptoms, a dye study was attempted on (B)(6) 2016, the healthcare professional (hcp) was unable to aspirate through the pump so no dye was injected. The rotor study looked normal. The hcp considered the possibilities of disconnection of catheter from the pump or a catheter tip migration. On an x-ray there was a metallic object seen near the patient's catheter but was not investigated further as it was not causing the symptoms. The patient's latest residuals were an expected residual volume (erv) of 5.9 ml and an actual residual volume (arv) of 8 ml in (B)(6) 2016, erv of 2.1 ml and arv of 4.5 ml in (B)(6) 2016, erv of 5.2 ml and arv of 6.5 ml in (B)(6) 2016. The patient received botox injections in her bilateral iliopsoas and her bilateral hamstrings as an intervention to the increased spasticity. When the patient was last seen on (B)(6) 2016 she was still having mild symptoms on a rate of 676 mcg/day. The patient's medical history included: friedreich ataxia, scoliosis s/p fusion, sleep apnea, and hypertrophic cardiomyopathy. The patient's concomitant medications included: oral baclofen, botox injections, carvedilol, coenzyme q10, cymbalta, resveratrol, and vitamin e.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) on (B)(6) 2017. It was reported that the patient has had "months and months of problems" until it was discovered that the patient's catheter was misplaced and the tip was "stuck in fat" instead of in a "bunch of nerves". It was reported that the issue had been occurring 8 months post implant surgery. A catheter repair was planned for (B)(6). Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that it was unclear when the catheter migration occurred. The catheter repair was anticipated for (B)(6) 2017. The catheter repair was planned after symptoms, failure to aspirate with the dye study, and a CT scan showed possible catheter migration. The cause of the catheter migration was not determined and had not been resolved at the time of this report.

Manufacturer narrative:
Refers to the main device, other components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving 2000 mcg/ml of baclofen at 676 mcg/day via an implantable pump by flex dosing for intractable spasticity. On (B)(6) 2016, it was reported that two catheter dye studies were attempted, but the studies were unsuccessful because the hcp was unable to aspirate the catheter. Fluoroscopy images confirmed that the needle was positioned in the catheter access port. It was also reported that the patient experienced episodes of itching, increased spasticity followed by episodes of somnolence, and ¿whooshing sound in the ears¿. These events did not occur at specific times and decreasing the dose helped minimally. On (B)(6) 2016, it was reported that the hcp planned to decrease the dose again at an unknown date. If the patient¿s symptoms persisted, it was reported that the next plan of action was surgical exploration of the catheter. The cause of the patient symptoms and the inability to aspirate the catheter has not been determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.